Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with an alert for high impedance. The lead was capped and replaced. There were no intraprocedural complications.